Event description:
Surgical case was set up and the pt on the table. The medical center uses a prepackaged hand pack that includes a cable and ppe for staff. The cable connects with a codman (B)(4) forceps. Once connected the staff noted smoke coming from the connector between the forceps and the cable. The cable and forceps were immediately removed from the field and the operating room. There was no pt injury. The forceps are reprocessed according to the mfrs instructions by sterile processing service. The sterile pack that includes the cable is prepackaged by cardinal health care. Forceps: codman (B)(4) forceps are manufactured in (B)(4). The cable is prepacked in a sterile pack by cardinal health, pack ID (B)(4).